Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone electrode was missing from the sensor. The blood glucose was unknown. The customer was reported that sensor couldn't start since the signal wasn't found. The product will not returned for analysis.